Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic region'), kidney infection ('infection (bladder/urinary tract/vaginal) type: bladder/kidney') and ovarian cystectomy ('ovarian cyst removal') in a 33-year-old female patient who had essure (batch no. 904766-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Concurrent conditions included amenorrhea, difficulty sleeping, weight loss, ovarian cyst, ankle fracture, wound infection, urinary frequency, urinary urgency, uti, menses irregular, allergic rhinitis and unilateral leg pain. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depoprovera). In (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches/ migraine") and headache ("headache"). On (B)(6)2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2013, the patient underwent ovarian cystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pelvic discomfort ("discomfort"), urinary tract infection ("uti"), breast tenderness ("breast tenderness") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, kidney infection, ovarian cystectomy, dysmenorrhoea, dyspareunia, fatigue, cystitis, migraine, headache, weight increased, vulvovaginal pain, back pain, pelvic discomfort, urinary tract infection, breast tenderness and abdominal distension outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, back pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, ovarian cystectomy, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in essure insertion date: (B)(6)2012 & (B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain ,pelvic pain , dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-oct-2019: added events uti, bloating, breast tenderness. Updated reported event term dysmenorrhoea, pelvic pain, migraine and onset date added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cystectomy ("ovarian cyst removal") and kidney infection ("infection (bladder/urinary tract/vaginal) type: bladder/kidney") in a 33-year-old female patient who had essure (batch no. 904766-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) and gabapentin. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), kidney infection (seriousness criterion medically significant), migraine ("migraines") and headache ("headache"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cystectomy, dysmenorrhoea, dyspareunia, fatigue, cystitis, kidney infection, migraine, headache, weight increased, vulvovaginal pain, back pain and pelvic discomfort outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, ovarian cystectomy, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-feb-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cystectomy ("ovarian cyst removal") and kidney infection ("infection (bladder/urinary tract/vaginal) type: bladder/kidney") in a 33-year-old female patient who had essure (batch no. 904766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and gabapentin. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), kidney infection (seriousness criterion medically significant), migraine ("migraines") and headache ("headache"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea"), vulvovaginal pain ("vaginal pain"), back pain ("back pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cystectomy, dysmenorrhoea, dyspareunia, fatigue, cystitis, kidney infection, migraine, headache, weight increased, vulvovaginal pain, back pain and pelvic discomfort outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, ovarian cystectomy, pelvic discomfort, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet received. Vaginal bleeding, menorrhagia, dyspareunia, dysmenorrhea, fatigue, bladder/kidney infection, ovarian cyst , migraines, headache, vaginal pain, back pain, weight gain, discomfort were added. Lot number, historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pain pelvic region') in a 33-year-old female patient who had essure (batch no. 904766-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection. Concurrent conditions included amenorrhea, difficulty sleeping, weight loss, ovarian cyst, ankle fracture, wound infection, urinary frequency, urinary urgency, uti, menses irregular, allergic rhinitis and unilateral leg pain. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen, intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depoprovera). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection ("infection (bladder/urinary tract/vaginal) type: bladder/kidney"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), migraine ("migraines / headaches/ migraine") and headache ("headache"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient underwent ovarian cystectomy ("ovarian cyst removal"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), back pain ("back pain"), pelvic discomfort ("discomfort"), urinary tract infection ("uti"), breast tenderness ("breast tenderness"), abdominal distension ("bloating") and amenorrhoea ("no period over a year"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, ovarian cystectomy, dysmenorrhoea, dyspareunia, fatigue, cystitis, migraine, headache, weight increased, vulvovaginal pain, back pain, pelvic discomfort, urinary tract infection, breast tenderness, abdominal distension and amenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, amenorrhoea, back pain, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, ovarian cystectomy, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Discrepancy noted in essure insertion date: (B)(6) 2012 & (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain , pelvic pain , dysmenorrhea and following event was reported via social media- amenorrhoea. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event added- amenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.